Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure to re-position the cmf-distractor for bone screw loosening in the posterior footplate. During the revision procedure the original implants which consist of one (1) 1.0mm mesh foot b-type, one (1) 1.0mm mesh foot c-type, 15mm bc distractor, one (1) 30mm removal extension arms and seven (7) 1.3mm titanium raised head screws were all explanted and a new implant was implanted and needed to be repositioned due to the challenging bony anatomy of the patient. No x-rays were involved in this procedure. The patient is a neonate and as the patient was undergoing distraction post operatively the surgeon believed he could get better results by adjusting the position on the distractor. The procedure was successfully completed without any surgical delay. Patient status is unknown. Concomitant device reported: 1.0mm mesh foot b-type for cmf distractor (part # 04.315.202, lot # unknown, quantity 1), 1.0mm mesh foot c-type for cmf distractor (part # 04.315.203, lot # unknown, quantity 1), bc distractor body end act. (Part # 04.315.023, lot # unknown, quantity 1), removable extension arm-flex (part # 04.315.125, lot # unknown, quantity 1). This complaint involves seven devices (7) devices. This report is for one (1) 1.3mm ti raised head screw self-drilling/plusdrive®/4mm. This report is 4 of 7 for (B)(4).